Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates: (B)(6) 2015: ck=335 u/l, normal upper limit 308 u/l; (B)(6) 2015: ck-mb=45 ng/ml, normal upper limit 5 ng/ml; (B)(6) 2015: troponin I=15.18 ng/ml, normal upper limit 0.06 ng/ml; (B)(6) 2015: ck=840 u/l, normal upper limit 308 u/l; (B)(6) 2015: ck-mb=150 ng/ml, normal upper limit 5 ng/ml; (B)(6) 2015: troponin I=27.31 ng/ml, normal upper limit 0.06 ng/ml; (B)(6) 2015: ck=600 u/l, normal upper limit 308 u/l; (B)(6) 2015: ck-mb=82 ng/ml, normal upper limit 5 ng/ml; (B)(6) 2015: troponin I=30.24 ng/ml, normal upper limit 0.06 ng/ml; (B)(6) 2015: troponin I=30.24 ng/ml, normal upper limit 0.06 ng/ml. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of occlusion and myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure. A 4.0 x 28 mm xience alpine stent was implanted in the mid right coronary artery (rca) and a 3.0 x 33 mm xience alpine stent was implanted in the first posterolateral artery. After post-dilatation was performed in the mid rca, distal embolization / occlusion developed in the right posterior descending artery, resulting in cardiac enzyme elevation and a myocardial infarction. No treatment was provided and the patient condition continues. No additional information was provided.